Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse event(s) of peritonitis, which required hospitalization, and the removal of the patient¿s pd catheter (not a fresenius product). The etiology of the patients¿ peritonitis (or any associated complications) could not be determined; therefore, causality could not be established. However, there is no record the patient or pdrn requested a replacement liberty select cycler, nor was any malfunction or deficiency of a fresenius device(s) and or product(s) reported. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Based on the limited information available, it cannot be determined if the patient¿s liberty select cycler or liberty cycler set played a causal or contributory role in the serious adverse event(s). There is currently no allegation or objective evidence indicating a fresenius product(s) and/or device(s) malfunction or deficiency occurred. However, given the lack of clinical data (e.g., discharge summary, causality, organism, medication regime), treatment data, and no evaluation of the fresenius product(s) or device(s), this clinical investigation cannot exclude the liberty select cycler or liberty cycler set from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis. As a result, the patient¿s pd catheter (not a fresenius product) was removed. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, medical history, hospital records, medication records, causality, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A review of the device history record (DHR) review could not be performed as no data from the database showed possible lot data. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis. As a result, the patient¿s pd catheter (not a fresenius product) was removed. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, medical history, hospital records, medication records, causality, patient demographics) were unsuccessful.